Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the host-pc will not power up. Upon troubleshooting, fse found host pc was bad and blowing f11 fuse in pdu. Due to bad power supply the host pc does not get powered up. The defective parts were returned for analysis, for host pc no failure was observed. However, the replacement of the host pc, performed functional testing and reloading complete software by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host-pc will not power up. The device was not in clinical use. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host-pc and hard drive which resolved the issue. The device was returned to use in good working order.